Event description:
It was reported that the display of the cs100 intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: a1, a3(to be left blank), b5, h6(patient codes & device codes), a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The display was not working. To fix the issue, the fse refitted the connection on the display controller, and that rectified the problem. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the display of the cs100 intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the display of the cs100 intra-aortic balloon pump (iabp) is not working. It is unknown under which circumstances this event occurred; however no adverse event was reported.